Event description:
Reading was inaccurate against other devices in showing higher blood sugars than were true which caused me to take more meds. Then I was too low, according to another device so I was over medicating myself.